Event description:
Ileane colon reported having trouble with a tandem cartridge changer, as she had not received it despite being within the warranty period. There was no reported impact on the customer¿s blood glucose level. Ileane was uncertain if her doctor needed to be involved in acquiring a new order, and no additional information was received regarding the resolution of the issue.